Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 600 mg/dl. Customer treated their blood glucose with boluses and a manual injection. The customer stated they have attempted to treat their blood glucose with boluses, but the blood glucose would not decline. Troubleshooting found the drive support cap was flush on the customer's insulin pump. It was also found the customer did not have a bent cannula after removing their infusion set. It was also found the customer's last two boluses were not recorded in the bolus history. Customer was advised this may be because they did not press the act button all the way. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.